Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 23-mar-2008, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported having auditory hallucinations near extensions. Sounds like potato chips crinkling he says. Patient said the healthcare provider replaced one extension and it resolved the extension. But now the other side extension is doing the same noise. So he may schedule him to replaced the extension. Unknown if/when. Patient reports still clinically beneficial for his tremors. No loss of therapy. Patient thinks he has had the original implant for over 18 years. Diagnostics/troubleshooting included no impedance issues. Nurse says this issue of crinkling noise reported by patient was present before ins change to rc. The surgeon will let them know what interventions/actions are taken. The issue is not yet resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the device info of the extension that was replaced is unknown. The extension would not be returned for analysis as the account did not inform them to give the explant back. The cause of the auditory hallucinations was not determined. Unknown if any further actions/interventions were taken. This information was confirmed with the physician.